Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and home screen did not appear on the display. Customer¿s blood glucose level was unknown. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify missing segments/partial display due to blank display. Insulin pump was received with corroded battery tube and moisture damaged motor assembly.